Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a bilateral sagittal split osteotomy (bsso) procedure at an oral and maxillo facial surgery (omfs) center in the UK. Following the bsso procedure, the surgeon attempted to adapt a 6-hole matrix orthognathic plate (3-hole per side) to the bone. The plate was placed on the mandible and a hole was drilled. The screw was inserted after drilling a hole at 30-degrees. The screw passed through the plate without engaging. It was reported that extra holes were then drilled, unnecessarily, into the mandible rendering it unusable. Another plate was used to complete the procedure. A twenty (20) minute surgical delay was noted. The patient is reportedly doing well post-operative. This report is for one (1) unknown matrix mandible plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier is unknown. This report is for one (1) unknown matrix mandible plate. Device was not implanted or explanted. Per facility, the complainant part is not available for return. (B)(6). PMA/510(k): unknown, as specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.